Event description:
Caller reported a cartridge alarm 30 during load process. There was no adverse impact to the customer¿s blood glucose level. Caller successfully loaded a new cartridge with assistance from support, and insulin therapy was resumed, resolving the issue.